Event description:
The customer reported that after she dropped the insulin pump, the display began to blink on and off. Nothing further was reported.

Event description:
Additional information reported that the patient experienced a loss of therapeutic effect. The patient stated that her device ''was not working as it was before and that she was having increased urgency.'' It was noted that the last reprogramming session was about 3 years ago and that she ''had tried all 4 different programs, but it only worked for a day.'' It was further noted that the patient reported ''getting zaps when she entered the theft security at stores.'' It was further noted that this occurrence happened some days and not others. The patient stated that ''she kept her stimulation on.'' The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
The display blinked on and off due to a faulty liquid display board.